Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella device for mechanical circulatory support. While on support purge pressure close to 1000 and running plain d5 due to bleeding was noted. An episode of supraventricular tachycardia (svt) was also noted. The patient remained on impella support, was successfully weaned and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.